Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer, which was fixed earlier, had failed. A field service engineer adjusted the drawer rails which led the drawer to meet the sensor 2.2 half height matrix and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es drawer previously fixed had failed again. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.